Event description:
The customer reported to olympus, during an endoscopy procedure, the 4k uhd lcd monitor turned off and could not turn back on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information was received from the reporter indicating, the intended therapeutic procedure was completed with a similar device. It was also noted, extra sedation was required due to this event. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the monitor had no power, due to faulty power supply and it was recommended that the monitor be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty power supply. Olympus will continue to monitor field performance for this device.